Event description:
A malfunction alarm was reported by the customer, identified as malf 0, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed that the pump could continue to be used, with instructions to call back if any malfunction recurs. The customer acknowledged and understood these instructions.